Manufacturer narrative:
Additional information was received that the patient was treated for a gastrointestinal bleed 3 months prior to death. The information submitted reflects all relevant data received. Attempt(s) for additional information were unsuccessful. However, if requested additional information is subsequently received it would be processed and considered accordingly. Products: 407452 implantable pacing lead implanted: 2007 (B)(6). (B)(4).

Event description:
An implantable pulse generator (ipg) system was returned from an unknown source with no information. Information identified in the manufacture¿s database indicated the patient died approximately 9 months post implant of the ipg and 6 years post implant of the implantable pacing lead. A cause of death was requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned, analyzed and no anomalies were found. No issues were identified that required full analysis.